Manufacturer narrative:
At this time a replacement procedure has not been scheduled. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had displayed a battery status of middle of life 2 (mol2) with a monitoring voltage of 2.58 v and a charge time of 18.2 seconds. However, device interrogation had also revealed the device had previously declare elective replacement indicator (eri). Technical services discussed the device likely declared eri due to two charge times exceeding the extended charge time limit. Technical services also discussed the charge time in the following capacitor reformations were likely below the extended charge time limit and the device battery status went back to mol2. No adverse patient effects were reported.